Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced skin erosion of the deep brain stimulation (dbs) burr hole cover site on the left side of the scalp. The patient underwent a debridement procedure in which the cap of the burr hole cover was replaced. Cultures were taken however the results are unknown. The cap of the burr hole cover will not be returned for analysis per the physician's preference.